Event description:
It was reported the stretcher was unintentionally lowering and seemed to loose pressure. No adverse events or injuries were associated with the reported issue.

Manufacturer narrative:
Due to the stretcher no longer being under warranty, the customer contacted their service provider to conduct an evaluation of the stretcher. The customer advised that the technician "bled the air out" of the actuator and now the stretcher is working well and is back in service.

Event description:
It was reported the stretcher was unintentionally lowering and seemed to lose pressure. No adverse events or injuries were associated with the reported issue.